Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 4.50mm x 20mm nc emerge® balloon catheter was advanced for dilatation. However, during procedure, it was reported that the shaft broke. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good..

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The balloon was tightly folded. Microscopic examination presented no damage or irregularities both to the tip and the balloon. Microscopic and tactile inspection revealed a separation 20.5cm from the strain relief, with the faces of the separations oval, as if kinked prior to separation. There were numerous kinks in the hypotube. The reported shaft separation was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.50mm x 20mm nc emerge(tm) balloon catheter was advanced for dilatation. However, during procedure, it was reported that the shaft broke. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.